Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, minor hemorrhaging was reported to have occurred at the access site. A left femoral artery perforation was reported. Hemostasis was attempted to be achieved using a balloon, however was ineffective. A viaban, 8 x 50 millimeter (mm) covered stent was implanted. Per the physician, it was possible that the delivery catheter system (dcs) cause or contributed to the perforation. No additional adverse patient effects were reported.